Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information will be forthcoming within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2008-00317.

Event description:
When withdrawing the angioguard distal protection device, it became stuck at the distal end of the stent. Eventually, the physician withdrew the angioguard from the patient body, and found that a part of the membrane of the filter basket had come off the struts. After the procedure, the patient developed a vessel dissection and his blood flow was stopped. The patient was male, age unknown. The target lesion was right internal carotid artery (ica). There were mild calcification and heavy vessel tortuosity, the rate of stenosis was 80%. There was no difficulty positioning the angioguard distal to the lesion. It is unknown if the lesion was pre-dilated. The stent was placed with no difficulty. It is unknown if the stent was post-dilated. There was good wall apposition with the stent and the vessel wall. The delivery system was removed, and the capture sheath was advanced through the stent and the filter basket was captured. During withdraw; the filter basket became stuck on the distal end of the stent. The physician was eventually able to remove the capture system, without using excessive force. It was noted that there was a dissection present at the distal end of the stent. Also, blood flow through the vessel had stopped. The angioguard was removed and inspected, and it was found that parts of the membrane of the filter basket had come off the struts. The physician attempted to cross the guidewire at the dissection point to treat, however this did not succeed. No treatment was given. The patient is being closely monitored. The physician states that the dissection may have occurred during advancement of the angioguard through the tortuous vessel or may have been damaged by the edge of the stent.